Event description:
The customer reported receiving low readings on their precision xtra meter; however, the customer reported experiencing extreme exhaustion due to a high glucose level. The customer went to the emergency room and, was diagnosed with hyperglycemia and was treated with insulin. In addition, the customer self treated with juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.